Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Insulin pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the daily history screen. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, from (B)(6) 2019 to (B)(6) 2019 with blood glucose level was 689 mg/dl and treated with intravenous insulin and saline at hospital. The customer was assisted with troubleshooting. Customer reports the insulin pump was not working and getting insulin flow block, bolus wizard not working, active insulin updating, auto mode turned off and sensor not ready. Customer also reported the insulin pump had insulin pump error alarm. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. The device will be returned for analysis.